Manufacturer narrative:
Article citation: cormier l, cox mw, tsukagoshi j, davis a, silva mb jr. Viabahn stenting of the carotid arteries in the setting of head and neck cancer: a single-center experience. J vasc surg. 2025;81(5s):s22. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
This retrospective study evaluated the safety and effectiveness of gore® viabahn® endoprosthesis with heparin bioactive surface devices (w.l. Gore & associates) self-expanding covered stents compared with no alternative covered devices for the management of carotid blowout syndrome in patients with head and neck cancer. The cohort included 9 patients undergoing intervention between 2013 and 2023, all with active malignancy involving the carotid arteries and presenting with either impending or acute carotid blowout. Procedures consisted of endovascular covered stent placement in the carotid circulation as a salvage or preventive measure for hemorrhage control. Outcomes were assessed through chart review with follow-up at 1 month and 1 year. Technical success was achieved in all 9 patients with successful stent deployment. However, patient number 7, a 65 year old male had a same-day embolic infarction involving multiple cerebral lobes, and stent occlusion on long-term imaging at 6 years. At the time of publication, the patient was reportedly still living.